Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement test due to moisture damage found on the electronic assembly pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that low battery alarm less than one week persist with replacement battery cap. The customer¿s blood glucose was unknown. Customer stated that this happened during normal use. The insulin pump will be returned for analysis.